Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain ("very painful chest"), chest discomfort ("tense chest 3 weeks on 4"), abdominal pain ("cramps"), hyperaesthesia ("left leg and pubis hypersensitivity"), genital hyperaesthesia ("left leg and pubis hypersensitivity"), headache ("headaches"), nausea ("nauseas"), irritability ("irritability"), metrorrhagia ("loss of blood between periods (not abundant and darkish)"), coital bleeding ("loss of blood during sexual intercourse (bright color)"), myalgia ("muscular pain"), tendonitis ("tendonitis"), mallet finger ("mallet finger"), joint range of motion decreased ("algus rigiditus"), alopecia ("loss of hair"), amnesia ("loss of memory"), gastrointestinal disorder ("intestine disorders"), urinary incontinence ("urinary leaks") and fibroma ("fibromas"). The patient was treated with surgery (hysterectomy, salpingectomy and cervix removal with laparoscopy, ovary preserved). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, chest pain, chest discomfort, abdominal pain, hyperaesthesia, genital hyperaesthesia, headache, nausea, irritability, metrorrhagia, coital bleeding, myalgia, tendonitis, mallet finger, joint range of motion decreased, alopecia, amnesia, gastrointestinal disorder, urinary incontinence and fibroma outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, chest discomfort, chest pain, coital bleeding, fibroma, gastrointestinal disorder, genital hyperaesthesia, headache, hyperaesthesia, irritability, joint range of motion decreased, mallet finger, metrorrhagia, myalgia, nausea, pelvic pain, tendonitis and urinary incontinence with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 9023 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-dec-2017: the event "left leg and pubis hypersensitivity" previously coded to local hypersensitivity was split and newly coded to 1. Local hypersensitivity and 2. Genital hypersensitivity no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain ("very painful chest"), chest discomfort ("tense chest 3 weeks on 4"), abdominal pain ("cramps"), hyperaesthesia ("left leg and pubis hypersensitivity"), headache ("headaches"), nausea ("nausea's"), irritability ("irritability"), metrorrhagia ("loss of blood between periods (not abundant and darkish)"), coital bleeding ("loss of blood during sexual intercourse (bright color)"), myalgia ("muscular pain"), tendonitis ("tendonitis"), mallet finger ("mallet finger"), arthropathy ("algus rigiditus"), alopecia ("loss of hair"), amnesia ("loss of memory"), gastrointestinal disorder ("intestine disorders"), urinary incontinence ("urinary leaks") and fibroma ("fibromas"). The patient was treated with surgery (hysterectomy, salpingectomy and cervix removal with laparoscopy. Ovary preserved.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, chest pain, chest discomfort, abdominal pain, hyperaesthesia, headache, nausea, irritability, metrorrhagia, coital bleeding, myalgia, tendonitis, mallet finger, arthropathy, alopecia, amnesia, gastrointestinal disorder, urinary incontinence and fibroma outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, amnesia, arthropathy, chest discomfort, chest pain, coital bleeding, fibroma, gastrointestinal disorder, headache, hyperaesthesia, irritability, mallet finger, metrorrhagia, myalgia, nausea, pelvic pain, tendonitis and urinary incontinence with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 8.981 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.